Event description:
Edwards received information that a 27mm bioprosthetic valve was failing after an implant duration of approximately ten (10) years and six (6) months due to central regurgitation and perivalvular leak. A transcatheter valve was implanted via valve-in-valve procedure. After this procedure, moderate perivalvular leak (pvl) was still present but central regurgitation was no longer present. It was not confirmed whether the pvl was related to the paravalvular component from the patient's previously placed 27mm valve or if it was related to the poor seal between the transcatheter valve and the 27mm valve. A second 29mm transcatheter valve was implanted slightly lower in the event that this could help seal any leak around the first transcatheter valve. Following placement of the second valve, there was at least moderate paravalvular leak. The patient was taken to intensive care unit in stable condition and will require plugs.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Without the return of the device, the clinical statements cannot be confirmed and the root cause for the reported event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.